Event description:
It was reported that a malfunction code appeared on the device, identified as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, assisted the caller in performing the reset, and confirmed that the malfunction did not recur. The customer was informed to continue using the pump and instructed to contact support if the issue reappears.